Event description:
It was reported that a plug driver was found to be worn. No patient or surgical information is available. Device evaluation by the manufacturer found that the tip is deformed.

Manufacturer narrative:
Inspection the returned device was examined. Visual inspection revealed the tip is deformed/twisted. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.